Event description:
Voluntary medwatch received stated that the lead was unable to be implanted during an implant procedure. A new lead was successfully implanted. No additional adverse patient effects were reported.